Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that, in 2006, patient experienced vomiting and diarrhea and kidneys were shutting down. During surgery, it was noted that mesh had "melted" to intestines. Mesh was explanted along with a portion of bowel.